Event description:
It was reported to philips that the display was not working. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the procedure was completed after the customer found that the switch was turned off and turned it back on, resulting in a delay of under 20 minutes. There was no harm reported to philips. Upon remote troubleshooting, the remote service engineer (rse) discovered that the display issue was due to the on/off button being accidentally pressed, which had caused the screen to turn off. Customer noticed this and switched it back on, which resolved the reported issue. After which the system was working as intended. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. Since the issue was occurred by pressing the on/off button accidentally, there was no malfunction with the system. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.